Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue was reported with the abbott diabetes care (adc) device. The customer received a high reading of 16.8 mmol/l on the adc device compared to a reading of 1.2 mmol/l on an unspecified blood glucose monitor. It is unknown if the provided readings were taken within 10 minutes. It is unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness and was unable to self-treat. The emergency services were called and upon arriving, the customer was transported to the hospital where a glucose result of 2.8 mmol/l was obtained. The customer administered glucose injection and unspecified intravenous drip for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue was reported with the abbott diabetes care (adc) device. The customer received a high reading of 16.8 mmol/l on the adc device compared to a reading of 1.2 mmol/l on an unspecified blood glucose monitor. It is unknown if the provided readings were taken within 10 minutes. It is unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness and was unable to self-treat. The emergency services were called and upon arriving, the customer was transported to the hospital where a glucose result of 2.8 mmol/l was obtained. The customer administered glucose injection and unspecified intravenous drip for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.